Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported that the insulin pump was rattling when it would vibrate. The customer stated the insulin pump was not bumped or dropped and no damage was visible. The drive support cap appeared normal. The customer was advised to perform a self-test, which was passed. During the displacement test, the insulin pump displayed no reservoir. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and a missing end cap sticker.